Event description:
It was reported that the patient received several shocks while out on a walk and feeling fine. Interrogation of the device afterwards indicates that the device experienced and electrical reset at the time the shocks were delivered. Follow up was conducted and from the information received it was also reported that there was an electrical reset and no memory to check on device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.